Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the reported problem with high o2 concentration was confirmed. The nozzle units in the o2 and air gas module were replaced. Evaluation of the received device logs shows matching event on the reported event day. Between (B)(6) 21, at 00:01 and (B)(6) 24, at 18:02, several alarms for high o2 concentration and airway pressure high were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. The reported problem has been confirmed in the received device log files and the replaced goods have not been received for investigation, therefore the cause has not been established in this investigation. A hypothetic scenario is oscillations in the oxygen gas module causing the oxygen concentration to be higher than set, probably a faulty nozzle unit.

Event description:
Manufacturer reference#:1913mcc1438. Importer reference #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
The received ventilator's logs for reported high o2 concentration alarm also contained high airway pressure alarms. There was no patient harm. (B)(4).